Event description:
It was reported that this right ventricular (rv) lead exhibited a pacing threshold output below one volt which was in the same condition even after the right atrial lead being placed nearby. In addition, the patient experienced infection. As of this time, this rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pacing threshold output below one volt which was in the same condition even after the right atrial lead being placed nearby. In addition, the patient experienced infection. As of this time, this rv lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the infection was not device related.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the infection was not device related. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report. Additionally, this report is being submitted to correct the adverse event/product problem (b1), outcomes attrib to adv event (b2) and describe event or problem field (b5) in section b, adverse event/product problem.